Event description:
It was reported that episodes of double counting of t-wave were observed. The patient received inappropriate shock. The ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.